Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result on the architect c8000 analyzer. The following data was provided: (B)(6) initial 8.6, repeat 1.7, 1.7 mg/dl. The initial result was not reported out and there was no impact to patient management.

Manufacturer narrative:
On (B)(6) 2018, the suspect medical device changed from the architect c8000 analyzer to the magnesium reagents ln 7d70-31, lot 99662un18. Manufacturer report 1628664-2018-01922 has been submitted and will contain all follow up information.